Event description:
Same case as 6000093-2006-02363. It was reported that 48 days after a coronary artery drug eluting stenting treatment procedure stent thrombosis occurred. During the index procedure the patient had two taxus express2 2.50x8.00mm drug eluting stents (des) placed in the 1st obtuse marginal (om) with fair results and a taxus express2 3.50x12mm des placed in the proximal left anterior descending artery (lad) with fair results. The patient was diagnosed with lung cancer and needed to undergo a lung biopsy. Plavix therapy was stopped in preparation for the procedure. Two days after stopping plavix therapy and 48 days after the index stenting procedure the patient presented with chest pains. The 1st om was found to be totally occluded at the site of the two previously placed taxus stents. A maverick 2.0x15mm balloon was used to dilate the area and flow resumed. The vessel was found to still be very diseased. Angiography was performed and all the patient's other previously placed stents were found to be open. The patient was reported to be in stable condition. Further information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.